Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this peritoneal dialysis patient encountered an air detected in the cassette message during fill 1 of a peritoneal dialysis treatment. Patient encountered the alarm twice. Patient reports observing a fluid leak in the cassette door. The treatment was cancelled. Patient was advised to notify the peritoneal dialysis nurse. Treatment will be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. Not treatments missed. Patient resumed treatment on the replacement cycler. There was no medical intervention. A retrieval kit was sent to the patient for the sample.

Manufacturer narrative:
The alleged sample from the customer in original was received by the plant. During the analysis of the actual sample was found a crack in the hard plastic of the cassette. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
"."